Manufacturer narrative:
Postal code: (B)(6). The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device remains implanted.